Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer stated she could not get her insulin pump out of suspend mode. Her blood glucose was 176 mg/dl. The keypad on the insulin pump was not responding. No significant events leading up to the issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).